Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 17 mg/dl at the time of the incident. The customer accidentally gave themselves too much insulin. The customer was at 86 mg/dl at the time of the call. The customer used food to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed. Customer was also having issues loading the reservoir, air bubbles, motor concerns, and a no delivery alarm. The customer stated the pump was exposed to a MRI machine. The customer also had high blood glucose often towards the end of the set use period. The insulin pump will be returned for analysis.